Manufacturer narrative:
(B)(4).

Event description:
Procedure: roux-en-y. According to the reporter: the surgeon advanced to fire but the knife blade did not retract. The surgeon removed the device, opened a new one and had to reconstruct the gastric pouch resulting in unanticipated tissue loss.